Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced. No additional adverse patient effects were reported. According to the additional information, dislodgement of the ra lead was confirmed via x-ray. No other issues were identified.